Event description:
Physicians performed percutaneous tracheostomy at the bedside (ICU). Complication of procedure: approximately 2 cm portion of plastic catheter was left in anterior neck of patient. CT scan showed approximately 2 cm plastic sheath, anterior superior and to the right of the tracheostomy tube in pt's soft tissues of anterior neck. Blue surgery notified for surgical intervention for catheter tip. User is familiar with the use of this device.======================health professional's impression======================unknown - possible product defect.